Event description:
It was reported that the lead was capped due to a fracture. Decrease in pacing lead impedance and noise were noted. The patient was asymptomatic.

Manufacturer narrative:
No medwatch form was received.